Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus thailand for evaluation. Olympus thailand checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device did not display but displayed the color bars when was connected to the subject device at the preparation for the colonoscopy procedure. The intended procedure was completed with another similar device. The user also reported that the image of the subject device displayed with evis 180 series videoscope. The field service engineer of olympus thailand went to the user facility checked the subject device and duplicated the reported phenomenon. The field service engineer brought back the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the following causes; the failure of the lock or pin of the video connector due to wear by the long-term repeating use with passing more than 7 years since manufacturing the subject device. The connector lock failure which might have been occurred because the user forcibly connected the video scope connector such as forcibly connecting, forcibly bending, pulling, twisting, crushing or applying other forces the corrosion of the video connector which might be occurred due to leaving foreign object such as dust, dirt, and chemical residue by the user handling. Consequently these might cause the unstable contact of the electrical contacts, then the image signal transmission between endoscope and the subject device might fail, the reported phenomenon might occur. Also based on the thing which the image of the subject device was not displayed with connecting to evis 190 series videoscope but was displayed with connecting to evis 180 series videoscope, it might have been a problem with the video line of the 190 scope connection. If additional information becomes available, this report will be supplemented.